Event description:
The facility reported the patient was on the table when the doctor smelled smoke and then a fluidics fault appeared on system during surgery. The doctor had made an incision, which he sutured; viscoelastic had been injected into eye. Patient prognosis reported as excellent. There was no back-up system, so two additional cases had to be cancelled.

Manufacturer narrative:
A company service rep checked the system, found burned components on the fluidics controller printed circuit board, replaced the fluidics module, and checked the system to specifications. The module was returned for further evaluation. Investigation, including root cause analysis is in progress.